Manufacturer narrative:
(B)(4) "stent kinked". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in bile duct on (B)(6) 2016. According to the complainant, it was noticed that the stent was kinked during deployment. The procedure was completed with another percuflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".